Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The machine alarmed and the blood leak was confirmed with test strips. Patient had no ill effects. Sample is available.